Event description:
It was reported that during a gynecologic laparoscopic lymphadenectomy procedure, after using the device for two or three minutes, it stopped working. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Other #= e9f13m (batch # for devices b and c) and e9ey1h (batch # for device d); exp date = 04/2013 (devices b and c) and 03/2013 (device d). 05/2008 (devices b and c) and 04/2008 (device d). (Device c). Eval summary: the analysis results found that devices a, b and d were returned with the blades scratched and cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Due to the damage to the blades, it was confirmed that the devices were non-functional. The devices were tested with a gen04 and an error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blades were tested for scratches and cracks and the blades of devices a and b broke off and with device b, the blade further cracked. Device c was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.